Event description:
Patient underwent a lead revision surgery. The explanted lead has not been received by product analysis to date.

Event description:
It was reported via implant & warranty registration for a generator replacement surgery that high impedance was detected both pre & post operatively and the patient will be referred for lead replacement however surgery has not been reported to date. No additional relevant information has been received to date.